Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. The root cause of the reported issue is attributed to user error and off label usage by implanting a 36mm head into a 32 mm liner. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised seven days later due to the surgeon implanting a 36mm head into a 32mm liner. Attempts have been made and additional information on the reported event is unavailable at this time.